Event description:
It was reported by repair work order that the customer alleged that they had to lift the cot onto the sidewalk during a patient transfer. While lifting the cot, the emt at the head end of the cot allegedly twisted their back and had to be brought to the ER.